Event description:
It was reported that on (B)(6) 2008 the patient underwent a transforaminal lumbar interbody fusion procedure using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain, weakness, and numbness in his legs. Post-operative imaging studies on (B)(6) 2012 reportedly revealed central canal stenosis, left lateral recess stenosis, bilateral foraminal stenosis, soft tissue attenuation in the left posterolateral aspec of the spinal canal, and left lateral recess early ectopic bone formation; additionally, bilateral formation stenosis at l5-s1, and impingement of the left l4 root due early ectopic bone growth. The patient received a spinal stimulator inserted in (B)(6) 2009. The patient suffers from numbness in his legs, radiating pain, weakness, and numbness in his lower extremities. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent the following surgeries: l5-s1 transforaminal lumbar interbody, l5-s1 arthrodesis, lateral laminectomy, medial facetectomy and complete foraminotomy l5-s1 left sided approach. Interposition peek cage placement l5-s1 with bone morphogenic protein, posterior instrumentation l5-s1 left sided approach l4 and l5 with pedicle screws, posterior spinous process instrumentation using a plate, intraoperative use of fluoroscopy with interpretation, exploration of previous fusion, l4-5, 8. Removal of hardware l4-5 to treat the following pre-op diagnosis: degenerative lumbar disc disease l5-s1 with lumbar radiculopathy. Per operative notes: "...quarter percent marcaine with 1:200,222 parts epinephrine was locally inserted before reopening of the previous incision was performed... Interpretation peek cage was placed with bone morphogenic protein fusion sponge. Pedicle screws were then placed at l4-5 and radiographically confirmed with visual and palpable probing down shaft to make sure that there was no breech of either pedicle. Pedicle screws were placed. Rod was placed and sagittal screws and rod. Plate was then used along the midline to secure the spinous processes of l5-s1. Coronal and sagittal balance once again appeared to be maintained..." The patient was transferred to recovery room extubated with stable early emergence from anesthesia. (B)(6) 2008 patient underwent radiology or-spine lumbar 2 or 3 views due to degenerative disc disease. Impression: postoperative changes l5-s1. Postoperative changes l4-l5 posterior spine fixation seen previously. Postop changes l4-l5 disc material still remains. New postoperative changes l5-s1. (B)(6) 2008 patient underwent postoperative images of lumbar spine after spine fusion. Impression: spine fixation and discectomies. (B)(6) 2008 patient underwent radiology of lumbar spine 3 views due to degenerative disc disease in the lumbar spine. (B)(6) 2009 patient underwent radiology of lumbar spine 3 views. Impression: changes of posterior fusion l5-s1, degenerative. (B)(6) 2010 patient presented for an office visit due to headache. Impression: unremarkable CT angiography of brain. (B)(6) 2010 patient presented for office visit due to neck pain. Impression: mild scoliosis and minimal spondylosis, no acute fin dings. (B)(6) 2012 patient underwent CT cervical spine without contrast: axial imaging with coronal and sagittal reconstruction due to neck pain. Conclusion: mild cervical spine degenerative changes, no central canal stenosis, mild multilevel foraminal stenosis. (B)(6) 2013 patient presented for an office visit due to neck and leg pain. Assessment: facet syndrome, s/p lumbar fusion, lumbar radiculopathy, sacroiliac joint pain. Patient underwent x-ray of lumbar spine ¿4+ views", x-ray of pelvis 1 or 2 views. (B)(6) 2013 patient presented for an office visit due to lumbar spondylosis without myelopathy. Patient underwent the following procedure: lumbar zygapophyseal joint nerve blocks l3-l4, l4-5, and l5-s1 on right. (B)(6) 2013 patient presented for an office visit due to the diagnosis: sacroiliac joint pain. Patient underwent bilateral sacroiliac joint injection. (B)(6) 2013 patient presented for an office visit due to the diagnosis: sacroiliac joint pain. Patient underwent bilateral sacroiliac joint injection, right. (B)(6) 2014 patient presented for an office visit due to the diagnosis: sacroiliac joint pain. Assessment: intractable neuropathic pain of the lumbosacral spine, sacroiliac joint pain, deconditioning, facet syndrome. (B)(6) 2014 patient underwent the following surgeries: implantation of tunneled intrathecal catheter, implantation of programmable intrathecal drug infusion pump, programming of intrathecal drug infusion pump to treat the following pre-op diagnosis: post lumbar laminectomy syndrome.